Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20/jan/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: yellow particles were observed on the inner and outer surfaces of the implant. Creases were observed on the outer surface of the implant. Brown particles were observed in the fill channel. The analysis identified no openings in the implant. Valve functioning was satisfactory. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Patient representative reported "pain," "discomfort," "tissue/leak @ valve," "mental anguish," and "loss of the capacity for the enjoyment of life." Patient representative additionally reported patient "suffered bodily injury... Suffering... Disability, disfigurement"; these events are not related to the device. Treatment with "ultrasound therapy" occurred. Device has been explanted.